Manufacturer narrative:
A ge service representative performed an on site investigation. The power button was cleaned and the connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the stenoscop system power button sticks. No patient injury was reported.